Event description:
It was reported that the device may have had an early elective replacement indicator and there was a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. It was noted that there was a memory error in the random access memory. Performance data collected from the device indicated battery voltage - pre/approaching eri and a power on reset (por) occurred on (B)(6) 2010. It was noted that the por severity is low and that the device should be able to fully recover after the reset.